Event description:
It was reported that the right handle on the workstation was broken. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the handle. The system operates as intended.